Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. In this case, the vessel was described as tortuous, which may have contributed to the inaccurate stent placement. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents for inaccurate delivery reported for this lot. Without return of the product, a definitive cause for the reported inaccurate delivery could not be determined; however, there is no indication of a product quality deficiency.

Event description:
It was reported that during a left internal carotid artery stenting procedure, in a tortuous vessel with mild calcification, when deploying the 7.0 x 30 rx acculink stent, the stent was shifted proximally, leaving some distal stenosis. A second unplanned rx acculink was implanted to fully cover the lesion. There was no adverse sequela and one day post procedure, the patient was discharged to home. There was no additional information provided.